Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was thinking about getting a newer model implant put in and said that they have to replace the lead because it is not getting where it needs to go. The patient said the implant was using a lot of power and she's charging 3-4 times a day and it takes hours. It was reported that stimulation was not getting to where it needed to go since implant. The hcp has tried reprogramming the device but it still was not in the right spot. The patient said she has an upcoming back surgery and then after that the hcp plans to do a revision of the leads and possibly replace the ins. No further complications were reported.